Manufacturer narrative:
12-jan-2016 product investigation results: reporter returned 2 toothbrush heads on 10-nov-2015. Toothbrush heads confirmed to be counterfeit.

Event description:
Piece of brush lodged in throat [foreign body]. (Piece of brush got lodged in throat,) able to cough it out [cough]. Brushhead fell apart [device breakage]. Product counterfeit [product counterfeit]. Case description: a wife reported that while her husband of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown and two of the oral-b floss action brushheads fell apart in his mouth. She described that a piece of the brush got lodged in his throat, but he was able to cough it out. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Piece of brush lodged in throat [foreign body]. (Piece of brush got lodged in throat,) able to cough it out [cough]. Brushhead fell apart [device breakage]. Case description: a wife reported that while her husband of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown and two of the oral-b floss action brushheads fell apart in his mouth. She described that a piece of the brush got lodged in his throat, but he was able to cough it out. The case outcome was recovered. No further information was provided.